Event description:
It was reported that signal loss occurred. The patient experienced signal loss from the receiver for 3 plus hours. On 06/15/2024, the patient received a signal loss issue alert, and was instructed to wait up to 30 minutes. The patient changed the sensor twice but encountered the same problem on 3 consecutive sensors. Due to the ongoing signal loss issue, the patient was reportedly not able to monitor her glucose readings and mentioned that her readings went up to 700 mg/dl without her knowledge. It was not documented who checked the bg (blood glucose). It was not documented the total length of time without readings or whether the patient was monitoring the bg by fingerstick while not receiving readings. The patient developed symptoms such as dizziness, light headedness, and blurry eyes. The patient presented to urgent care the same day the issue happened (6/15/2024) and received treatment of insulin and metformin. The length of stay was not documented. At the time of the report, the patient verified that she was fine. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.